Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump could not be powered on during investigation. The battery compartment and the display lens leaked during the leak test. There was evidence of moisture in the battery compartment, inside the pump and behind the display. Because of no power, due to the moisture in the pump, the investigator was unable to evaluate the complaint of "cloudy display". Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was cloudy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.